Manufacturer narrative:
510 (k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needles bend when extended. "As per complaint form": while trying to puncture stage 4r lymph nodes the user first identified the lymph node stage, then he lifted the stylet and punctured the node without the stylet into the needle tip. Then the needle kinked. In all cases fortunately he was able to get both the bronchoscope and the needle off the patient without any adverse effect neither to the patient nor the scope. This event involved 2 devices of the same lot # on one patient.

Manufacturer narrative:
510 (k) number: k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation: 2 x echo-hd-22-ebus-p-c devices of lot #c1436323 were returned to cirl for evaluation. Upon evaluation, both devices were returned in a plastic bag. The first device had its stylet in place and there was no needle exposure. The needle advanced and retracted without any issue. The luer was fine and a bend was present at the distal end of the needle. The second device had its stylet partially withdrawn and there was no needle exposure. The needle advanced and retracted without any issue. The luer was fine and there was normal curvature visible on the needle. Root cause: a likely root cause for this complaint issue could be due to the fact that the user had the stylet partially out. As per the standard list of additional questions, it was stated that the user does not always have the stylet inserted; was the stylet in place inside the needle when advancing into the targeted site? ¿the physician said yes but not in every case. The nurse said no.¿ this goes against the instructions for use and is therefore classified as user error. This complaint is confirmed as the failure was verified in the laboratory. Documents review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. IFU review: it may be noted that according to the instructions for use, ifu0110-5, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. As per the precautions section of the IFU, ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site.¿ a review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1436323 did not reveal any discrepancies that could have contributed to this complaint issue. A review of the information provided, indicates the IFU has not been followed. There is no evidence to suggest that this issue affects the entire lot # c1436323 upon review of complaints this failure mode has not occurred previously with this lot # c1436323. Summary: from the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needles bend when extended. "As per complaint form": while trying to puncture stage 4r lymph nodes the user first identified the lymph node stage, then he lifted the stylet and punctured the node without the stylet into the needle tip. Then the needle kinked. In all cases fortunately he was able to get both the bronchoscope and the needle off the patient without any adverse effect neither to the patient nor the scope. This event involved 2 devices of the same lot # on one patient.